Event description:
It was reported that the two tone alarm with run on screen. Stopped pump but still two tone alarm. Batteries changed and pump restarted. Patient not affected. No additional information available.